Event description:
Stops working when drill hits bone is listed on the customer repair order. During a follow up telephone call, it was reported that the drill was skipping on bone. The doctor continued to use the drill and finished the case with no incident.